Manufacturer narrative:
The products have been requested for return. If the products are returned they will be evaluated and the findings will be submitted in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging battery charge issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.